Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on august 19th 2019: revision surgery performed after the second femoral fracture occurred in a patient previously fixed with plate and screws. The reason of fracture is unknown: probably the patient (a 77 year old woman) presented risk factors for fracture occurrence but this cannot be confirmed as no information concerning general health status and/or comorbidities is available. A sudden unexpected movement or a subclinical trauma may be possible reasons. There is no reason to suspect a faulty device.

Manufacturer narrative:
Batch review performed on 18 july 2019: lot 165577: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Reason for revision was due to secondary fracture below stem. Secondary fracture occurred 4 months and a half after primary (3 months and 1 week after first fracture) thus we were alerted on (B)(6) 2019 that the revision of stem and femoral head would be performed on (B)(6) 2019.